Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that a pump stoppage event occurred, which lasted approximately 2 to 2.5 hours. The patient reported no external power alarms when attaching the pump to the mobile power unit before going to sleep and opted to connect to battery power instead. The patient decided to sleep with the pump connected to batteries for 2 nights. The patient awoke and the system controller showed no lights illuminated. The patient stated not hearing any alarms through the night when the pump was connected to battery power. The system controller log file was reviewed, which indicated that the patient's batteries and the system controller backup battery had drained, which caused the pump to stop. The patient was asymptomatic. No further information was provided.